Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Conclusion summary: on (B)(6) 2018, it was reported that the devices handle was not locking. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) and a 3:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Product review of the skin graft mesher on (B)(6) 2018 revealed that the ratchet handle had been altered and would not function due to a bolt being tapped into the ratchet gear from the outside of the ratchet head. The side plates, carrier guide, and hinges all show signs of wear. The comb was heavily damaged on the ratchet side. The 1.5:1 ratio cutter, serial number (B)(4) and a 3:1 ratio cutter, serial number (B)(4) both produced an incomplete mesh and were deemed non-repairable. Repair of the skin graft mesher has not been performed by zimmer biomet surgical as the device is aged and it is unknown if the customer will proceed or purchase a new unit. The reported event was confirmed since during the product review it was noted that the ratchet handle had been altered and would not function due to a bolt being tapped into the ratchet gear from the outside of the ratchet head. The root cause of the reported event was due to the altering of the ratchet handle. During the product review it was noted that the ratchet handle had been altered and would not function due to a bolt being tapped into the ratchet gear from the outside of the ratchet head. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the unit handle was not locking. There was no harm and delay associated with the event. The event occurred during testing. Investigation revealed that the comb was heavily damaged on one side and the cutters failed the test mesh. No adverse events were reported as a result of this malfunction.